Event description:
It was reported a physician performed an uneventful novasure endometrial ablation. Sometime after the procedure the patient returned to the hospital "with stomach cramps and pain". During testing a bowel burn was found on the small part of the patient's bowel. The physician then performed a "resection on approximately 10 inches of her small bowed". The admission and discharged dates are not known. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint cc#: (B)(4).